Event description:
Information received a smiths medical cadd solis vip 2120 pump air sensor alarm. No patient involvement.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed the pump displayed multiple occurrences of "cannot start pump" alarm. Functional testing involved infusion and air detector sensor functional testing. The investigation showed that the pump displayed a false "air in line" alarm during infusion. The investigation determined that a faulty air detector sensor was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed.